Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that in 2014 the patient experienced near erosion and the pacemaker was explanted and implanted again at the sub-muscular pocket with tyrx pouch.